Event description:
It was reported to philips that an error "release button to complete boot up" was prompted and no x-ray was possible. The device was in clinical use at the time of the reported event, and restarting did not resolve the issue. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hand switch, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure could not be initiated, leading to the patient being rescheduled once a room available. The remote service engineer (rse) inspected the system remotely and identified that the hand switch was defective. The field service engineer (fse) went onsite and confirmed the reported malfunction with the hand switch. It was identified that the hand switch has intermittent issue with the button. The fse replaced the hand switch. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.